Event description:
The customer reports that the swg (spring wire guide) was kinked during patient use.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. Visual inspection of the guide wire revealed the core wire was broken adjacent to the distal weld. Multiple kinks were also observed in the body of the guide wire and the proximal weld appeared full and spherical. Visual analysis revealed that the guide wire was unraveled from the distal end. Microscopic examination revealed that the point of separation on the core wire appeared slightly tapered and discolored indicating that the core wire broke directly adjacent to the weld. The outer diameter of the guide wire measured .854mm, which is within the specification limits of .838mm-.877mm per the guide wire graphic. The core wire length measured 678mm, which is within the specification limits of 678mm-688mm per the guide wire graphic. The undamaged portions of the returned guide wire were able to pass through an inventory ars and introducer needle with minimal resistance. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." The IFU also warns, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report of an unraveled guide wire was confirmed through complaint investigation. The guide wire met all relevant dimensional and additional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bd en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur of a force greater than the design specification is applied during removal. Based on the circumstances and the report from the customer, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) was kinked during patient use.